Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low pacing impedances. A revision procedure was performed at the time of the generator replacement and this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was returned severed at 230 mm from the terminal pin. Only the proximal segment was received. Testing was completed to assess the electrical performance and inner insulation integrity of the lead segment. Measurements throughout these tests were within normal limits. Visual inspection noted stretched and deformed conductor coils, likely caused during the explant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise and low pacing impedance measurements that were observed clinically. The lead segment passed electrical testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low pacing impedances. A revision procedure was performed at the time of the generator replacement and this lead was explanted. No additional adverse patient effects were reported.